Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 470 mg/dl at the time of incident and the other blood glucose level was 180 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer states the cannula was not bent. Customer reconnect tubing at quick release and prime a 5 unit fill cannula and the results of prime that the insulin exiting. The insulin pump will not be returned for analysis.